Manufacturer narrative:
Information contained in this record was previously submitted through 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified that the device was underweight, an opening on the radius, and red particles. A visual and microscopic analysis was performed which identified an opening striated, creases fold and delamination orientation dot (<75% partial separation). Based on the device analysis the final assessment is: a striated opening due to surgical damage, consist with the use of some surgical tool. A delamination partial of the orientation dot (adhesive failure). The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture confirmed by CT scan. The device has been explanted.